Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that upon first activation of device it made an irregular noise while sealing/transecting tissue. On second activation, the same noise occurred but louder. Removing the instrument and inspection identified the tissue pad appeared damaged. A new device was opened and used successfully to complete the procedure. Procedure completed with no delay or patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition the tissue pad was attached to the clamp arm and not detached as reported by the customer. Also the device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the unexpected noise heard could be the blade making contact with the clamp arm once the tissue pad got melted. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.